Event description:
Customer reported he had a no delivery alarm and he has been having high blood glucose. Customer's blood glucose was 600 mg/dl. He took twenty six units of regular insulin. Customer experienced severe nausea, fatigue, and vomiting. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. The alarm history showed a no delivery alarm. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. He was told to monitor the device and call back when needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).